Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The service department was unable to reproduce the issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 7 years), and a light guide or motor turret issue. If the endoscope was not sufficiently dried or foreign material was present, the panel could flash. This issue is addressed in the instructions for use (IFU): "before connecting the endoscope connector to the light source, make sure that it is completely dry. Otherwise, electric shock or equipment damage can result."

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus found that the led of the front panel flashed when the device was turned on. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.